Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.9 - 2.1. Date: (B)(6) 2010, inratio: 1.6, lab: 6.2, doctors poc: 9.0. Date: (B)(6) 2010, inratio: qc error. Lab: 2.4. Four hour gap between inratio and lab testing, and also lab/doctors poc result on (B)(6) 2010. Patient had been on antibiotics on (B)(6) 2010. Therapeutic range: 1.6 - 2.2. Nurse reports no bruising or bleeding, and incision from surgery is healing well. Nurse uses the second drop of blood, and also storing strips in a hot car. On (B)(6) 2010, patient has since discontinued coumadin therapy and is no longer able to do comparison.

Manufacturer narrative:
Investigation pending.